Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377845, lot# v001727, product type: lead. Product ID: 377845, lot# v001523, product type: lead.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had new leads put in about a week prior to the date of this report. The manufacturer representative stated that the patient was doing very well now. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient still wasn¿t getting stimulation on their left side after being implanted with their new device. Reprogramming was attempted, but it didn¿t resolve the issue. The manufacturer representative stated that the patient was only able to get stimulation in their right abdomen. Impedances were ran and contacts 4-7 had values greater than 10,000 ohms. The manufacturer representative stated that x-rays showed that the patient only had four electrodes. It was reviewed that the manufacturer representative should re-configure the patient¿s lead to 1x4 since there were only four electrodes. No further complications were reported or anticipated. Indication for use is other chronic/intractable pain (trunk/limbs).